Event description:
It was reported that during the post implant check, device interrogation revealed that the device diagnosed a vf event at the time of connection to the rv lead and delivered atp therapy. The episode ended when the signal cleared and the device began pacing. The device was found to be active before handover when it was believed if was off at that point. After review of the records, it was determined that the device was on and once programmed, the lead ports detected noise. No further information is available.